Manufacturer narrative:
No product or lot number history was available for review. Based on the information provided, this incident appears to be the result of use error rather than the fault of the device in question. The device performed successfully for its intended use prior to utilization for placement of a stent.

Event description:
The information described in this report was obtained from md (hospital in another country) and an article in cardiovascular and intervential radiology (2007) 30: 153-154, entitled "inadvertent fracture of a plastic biliary stent during a combined precutaneous-endoscopic procedure: a word of caution regarding self-locking pigtail biliary catheters:. The patient had an ercp and a wire guide could not be advanced through a biliary stricture. A precutaneous 8.5 french biliary drain was inserted (mac-loc, manufactured by cook inc.) Through stricture with its locking loop in the duodenum. Five days later another procedure was performed to remove the percutaneous biliary catheter and also place multiple 10 french plastic stents endoscopically. A wire guide was inserted through the percutaneous catheter and into the duodenal lumen and grasped endoscopically with a snare. This wire guide was used to place a plastic biliary stent (manufactured by cook endoscopy). After partial withdrawal of the percutaneous biliary catheter into the intrahepatic bile ducts, stent insertion was performed uneventfully, but resistance was encountered. The percutaneous biliary catheter was removed without fluoroscopic control. At this time the stent migrated into the right liver lobe and was broken into two fragments. One portion of the stent was removed endoscopically using an extraction balloon, but the smaller portion of the stent could not be retrieved despite multiple attempts. A percutaneous biliary catheter was left in drainage beside the remaining stent fragments. The article explains that the plastic biliary stent was sectioned by the string of the locking mechanism on the biliary drainage catheter, which was caught on the proximal flap of the stent. The article also explains that the area in which the string became caught on the stent (flap and side hole) also contributed to framentation. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional medical procedures due to this occurrence.